Event description:
Edwards received notification from canada that this valve model 7300tfx31 implanted in mitral position was explanted from a 64-year old patient after an implant duration of 8 years and 8 months due to severe calcific degeneration leading to severe stenosis. Another bioprosthetic valve was implanted in replacement. The patient remained one month in the ICU and another on ward, prior to his transfer to his home hostel for rehabilitation.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from canada that this valve model 7300tfx31 implanted in mitral position was explanted from a 64-y-o patient after an implant duration of 8 years and 8 months due to severe calcific degeneration leading to severe stenosis. The patient presented with shortness of breath prior to the intervention. Another bioprosthetic valve was implanted in replacement. The patient remained one month in the hospital, however was unrelated with the replaced valve. The patient was finally discharged home.

Manufacturer narrative:
Added information to section h6 (health effect - clinical code). Updated section b5, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and a coronary artery disease.